Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant. The device was sized using computerized tomography (CT) and angiography. During the procedure, the device embolized after being released. The device dislodged and traveled to the left ventricular outflow tract and then into the descending aorta. The device was retrieved via transcatheter snare. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure. The implanter believed the embolization was caused by difficult left atrial appendage anatomy.

Manufacturer narrative:
An event of device embolization into the left ventricular outflow tract and then into the descending aorta was reported. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that the patient had difficult left atrial appendage anatomy, which could have contributed to the reported event. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.